Event description:
It was reported by service report that the lift cannot be electronically lowered to the lowest position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - power coil cord.